Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid and bupivacaine (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was malignant pain. Following pump and catheter replacement in (B)(6 ) 2015, the patient developed a cerebrospinal fluid (csf) leak. The patient remained in the hospital for approximately 6 weeks post-replacement due to the csf leak. The onset of the csf leak was sudden. Additional information was requested regarding device information, patient symptoms, diagnostics/troubleshooting, actions/interventions, the cause of the csf leak, and event outcome. A supplemental report will be submitted if additional information is received.